Event description:
It was reported that during a lap colon sigma resection, after receiving an error code, the clamp arm broke off and fell into the pt's abdomen. It was not possible to retrieve the broken portion. The procedure was completed with another device.

Manufacturer narrative:
Info anticipated, but unavailable at this time.